Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after the implant procedure, the right atrial (ra) lead position check failed and the ra lead exhibited p-wave under-sensing. The ra lead was also noted to be dislodged. The lead was capped and replaced. No patient complications have been reported as a result of this event.